Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer photo shows a device with the hub/cannula separated from the sample/wing. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: separates during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set with pre-attached holder, the hub detached exposing the needle when the safety shield was activated. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka d4. Medical device expiration date: unknown h4. Device manufacture date: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set with pre-attached holder, the hub detached exposing the needle when the safety shield was activated. No patient or user impact reported.